Manufacturer narrative:
(B)(4). The sample is not available, therefore, baxter cannot determine root cause. Since the lot number is unknown, a batch review will not be performed.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in line) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The lot number is unknown therefore a batch review was not performed. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A customer contacted baxter's technical service center and reported receiving system error 2240 (air in line) alarm on the homechoice (hc) machine during dwell 2. The technical service representative (tsr) assisted the home patient (hp) to close all clamps and transfer set and cycle power. The tsr explained the alarms and the caregiver (cg) states there were no wet lines and the hp did not disconnect any lines and the clamps were closed. The tsr explained to discard all supplies and to report alarms to the nurse the next morning. Product surveillance contacted the cg on (B)(4) 2011. The cg stated that the issue was resolved, however, the cause of the alarm remained unknown. The cg verified that there were no loose connections, disconnections or defects on the supplies. Per cg, the hp did not receive any injury or medical intervention as a result of this event, the nurse was informed of the incident. The cg stated that the hp is doing fine and continuing therapy without issues. No further information was provided.